Event description:
It was reported that during an unspecified surgical procedure, the 4.9 healix adv sp peek ce device, was broken during placement due to the hardness of the bone, and an initiator¿a tool that assists with placement¿was not provided. The surgeon refused to proceed because he indicated that the equipment should include all necessary instruments for implant procedures. There were no reports of injuries, medical intervention or prolonged hospitalization. No additional information was provided.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11 additional narrative: the product has not returned to j&j medtech orthopaedics, however photos were provided for review. Visual inspection of the returned photos found that the anchor was still attached to the inserter. The anchor was broken at the distal end. No other anomalies were noted. The overall complaint was confirmed as the observed condition 4.9 healix adv sp peek ce would have contributed to the complained device issue. Based on the investigation findings, the potential cause for the broken anchor can be traced to failure to create a pilot hole during the implantation process, off axis insertion and levering during insertion. As per IFU in hard bone, it may be necessary to create a pilot hole in bone using an instrument such as an awl or drill prior to anchor insertion. Note: if insertion is attempted without a pilot hole and the anchor cannot be advanced into bone, the device should be discarded. The user should then create a pilot hole and insert a new device. Additionally, improper instrument use, axial misalignment or levering with the anchor upon insertion may result in anchor fracture or reduced performance. It has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities.